Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed. The main coil, the delivery wire and the introducer sheath were returned for this complaint. The main coil and the delivery wire were not interlocked. The introducer sheath was inspected and no damages were found. Twist lock was opened. Also, it is important to mention that it was necessary to cut the introducer sheath in order to release the main coil due it was inside the introducer sheath. The main coil was kinked, stretched, and the interlocking arm was detached. The delivery wire was bent. No more damages were found. Microscope inspection was performed. The interlocking arm of the main coil was detached. Dimensional inspection on the delivery wire revealed that the weld od (max), wire arm od and wire zap tip (max) were within specification. Dimensional inspection on main coil revealed that the zap tip od was within specification. However, the no. Of distal fiber bundles, no. Of proximal fiber bundles were incomplete and primary coil od could not be measured due main coil stretching condition.

Event description:
Reportable based on device analysis completed on 17aug2022. It was reported that the coil could not be pushed out from the catheter. The target lesion was located in the internal iliac artery. A 20mm x 40cm interlock-35 coil was selected for use. During the procedure, it was noted that the coil could not be pushed out from the catheter distally. The device was simply pulled out from the patient's body. The procedure was completed with another of same device. No patient complications were reported and patient status was stable. However, device analysis revealed that the interlocking arm was detached and fiber bundles were incomplete.